Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the implant was non-functional. The reporting hcp did not have further information about the event. The patient was going to have a MRI. Per the caller, it was unknown if the MRI was related to the device/therapy. The managing hcp had not seen the patient since 2011. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the MRI technician. They were able to provide the patient's weight. They also read from the patient's record that the patient had stated they did not know why their ins was not functioning. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care provider (hcp) on (B)(6) 2017 reported that the implant was not working when the patient was initially seen in the office. Per the patient, it had not worked for 10 years. The hcp office that was reporting did not order an MRI. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on 2018-apr-12 from a health care provider (hcp) in the emergency department (ed) reporting that they were concerned the implantable neurostimulator (ins) was not working as the patient reported worsening back pain. The patient had spinal pain from l5-s1 and a spinal fusion. It was reported that now the patient could not urinate. The patient had chronic pain, had an episode of incontinence, and now had decreased output. Information regarding checking the ins and MRI compatibility was requested. No further complications were reported.